Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to the repair site for evaluation and the customer's allegation was confirmed. The evaluation also identified flooding of cables, the imaging section, and the main body. A definitive root cause for all evaluation findings was unable to be determined. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the control section on the camera head had air leakage and discoloration. There were no reports of patient harm.

Event description:
It was reported, the control section on the camera head had air leakage and discoloration. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.